Event description:
The customer stated that he went swimming with the insulin pump on, and now that is moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The insulin pump also had a scratched liquid crystal display window.